Event description:
It was reported to medtronic that approximately a week prior to (B)(6), 2012 (exact date unknown), during a procedure, a foot pedal was activating the drill without being depressed. There was no impact to the patient. The procedure was completed with a different foot pedal.

Manufacturer narrative:
This is capital equipment and has no expiration date. The manufacture date was march 24, 2013.

Manufacturer narrative:
(B)(4): the device has not been returned. The device was not returned and therefore no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).